Event description:
New information received notes that the patient presented in clinic after receiving inappropriate high voltage therapy. Recorded episodes showed several vf episodes of what appears to be a superventricular tachycardia. The device was reprogrammed.

Event description:
It was reported that the patient presented in clinic for follow up. Three months earlier, the patient received a large number of shocks, but non were recorded in the episode log. The session record showed a device reset for a corrupted segm. The device also recorded non-sustained lead noise events. The device will be reprogrammed on next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.